Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had been treated by the device for ventricular tachycardia. Technical services (ts) was consulted and upon review it was determined that the device induced the patient into atrial fibrillation (af) after a shock therapy was provided. No additional adverse patient effects were reported. This product remains in-service.